Manufacturer narrative:
The reported 138112- disposable electrode blade was received by conmed corporation for evaluation and evaluated by a packaging engineer. When visually inspected an open seal was found. The open seal transfer area was larger than ¼". It was determined that creep caused by the device after the sealing process led to a breach in sterility. (B)(4). A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
Incorrect date submitted. Correct date for follow-up report #1 is 2017-06-21.

Manufacturer narrative:
As of this filing, the device has not been returned to conmed for evaluation. Once received and evaluation complete, a supplemental report will be filed.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one (1) package containing a 4 inch extended blade electrode, standard was discovered with "insufficient heat seal." In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.